Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 analyzer. The customer stated the initial results were accompanied by a data flag but could not provide clarification. The initial sodium result was 412 mmol/l. The repeat result on the same analyzer was 776 mmol/l and on a different analyzer was 138 mmol/l. The initial potassium result was 5.37 mmol/l and the repeat result on a different analyzer was 4.02 mmol/l. The initial chloride result was 60 mmol/l. The repeat result on the same analyzer was 60 mmol/l and on a different analyzer was 103.9 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The cobas 6000 c 501 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d2 and g1 were updated. The field service engineer found the reference tubing was not fully inserted in the reference solution bottle and was not going down straight. He reseated the tubing. He ran ise checks that were acceptable. The investigation determined the service actions resolved the issue.